Event description:
Patient reported that while priming, her insulin cartridge leaked into the device's cartridge chamber. No error messages were generated by the device. Patient's blood glucose was not affected and no treatment was received.